Event description:
At approx 0855, the page operator announced fire alarm in l&d/maternity area. Source identified as wiring at based of bed causing fire. At the time there were no pts in any of the 3 operating rooms. Staff discovered heavy smoke coming through the ceiling of operating room 3. Security and maintenance crew responded, and (B)(6) fire department crew responded shortly after. (B)(6) and pt safety officer were at the scene inspecting for the source for fire. A total of 7 pts were moved to another area to ensure safety. There were no known adverse effects to pts and/or employees.